Event description:
It was reported that on (B)(6) 2026, a 34mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure. The patient had laa measuring 29mm x 25mm. The amulet was implanted after satisfying the close criteria. When patient went to recovery and about 2 hours after procedure patient had chest pain. An echocardiogram was performed and it showed that the device was embolized and sitting on the mitral valve. The patient was bought back to cardiac catheterization laboratory (cath lab) and device was retrieved. The patient was stable throughout the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.